Event description:
Customer reports being unable to obtain a result on the aviva system due to an error on the device. Customer attempted to use the device while having low blood glucose symptoms; he passed out and his family called emergency medical technicians (emts). Customer was treated with an IV (contents unknown); he reports an unknown "low" result was obtained on the emts meter. Customer also ate a peanut butter and jelly sandwich and a bowl of cereal. Customer's condition has improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.